Manufacturer narrative:
Submit date: 10/15/2015. An investigation is currently under way; upon completion the results will be forwarded. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports that the xray sponges are fraying when in use. The customer reports that no medical intervention was required.

Manufacturer narrative:
The customer returned 1 opened package of product code 7317 with the 10 sponges still banded together. The samples were evaluated for the reported condition and clearly showed that the edge of the sponge was frayed. As part of the manufacturing process, a device history record (DHR) is generated for the lot of product and was released meeting all acceptance criteria. The root cause for the observed condition is attributed to improper folding which occurred during the manufacturing process. Guide bars are used to fold the salvage edge of the gauze inward prior to folding. The edge was not folded properly allowing it to protrude from the side of the sponge. As a corrective action in process checks are preformed to catch quality flaws and to remove the affected product. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. There are no changes to the quality control sampling plans deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint. This complaint will be used for trending purposes and reviewed with plant management.